Event description:
Baxter reported,"providone iodine leaked from the connection between a transfer set and mini cap." The date of how long the transfer set was in place in unknown. There are no patient injury or medical intervention was associated with this incident per baxter.